Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: scoliosis type of procedure or technique used: derotation and stabilization of the scoliosis it was reported that, post-op, vertex screw broke inside the patient. A revision surgery was performed to remove the broken screw from the convex side but the tip of screw could not be removed. The fragment remains inside the patient. There were no patient symptoms or complications as a result of the event.